Event description:
Boston scientific received information that one day post implant this right ventricular (rv) lead exhibited saturated out of range pace impedance measurements greater than 2,000 ohms. No additional observations were observed. Subsequently, the patient underwent a revision procedure and this product was tested through the pacing system analyzer (psa) and continued to exhibit out of range measurements. The lead was removed from service and replaced with a new product. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional investigation was performed. Fractography confirmed that the break was the result of acute torsional overload. We have concluded that the break likely occurred during the implant procedure and would likely have been detectable at implant. However, there is no record of electrical measurements being taken at implant pursuant to the device's labeling.

Event description:
Additional information was provided that during the revision procedure that the helix of this rv lead could not be retracted thus damage of rv lead was suspected. The physician further commented that the helix might have been rotated excessively during initial procedure.

Event description:
Additional information was provided that this patient is not pacemaker dependent and had an intrinsic rhythm at 60 beats per minute. The patient's pacemaker had never been taken out of storage mode because of the out of range impedance measurements.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was revealed that the inner coil of this lead was fractured at the distal end of the terminal pin. Based on the necking down of the coil, this most likely occur as the result of trying to extend the helix. The helix was fully extended when received in the laboratory. Due to the information in the event, it appears that the conductor coil was fractured during the implant procedure, but was found due to high impedance while implanted.